Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load the cartridge with insulin. The customer replaced the syringe needle and the cartridge was successfully loaded. There was no impact to the customer¿s blood glucose level.